Manufacturer narrative:
Box e: initial report sent to FDA? Has been corrected to reflect initial medwatch (mw5146635) was submitted.

Manufacturer narrative:
H10: it was confirmed that the device was in use at the time the reported event occurred, no harm/injury to the patient nor medical intervention/treatment required. The ventilatory status of the patient was positive pressure mask and the oxygen level was 40%. The patient was about 3 feet away from the spark/flame. The fire and smoke were coming from ac power source. The fire was contained and stopped once the plug was removed from the wall outlet. The nurse and nurse tech were preparing patient to go for a procedure. The nurse took off bipap to provide oral care to patient. The bipap machine ignited from the plug in the wall and started a small flame. The staff pulled the cord from the wall and the flame immediately dissipated. The patient was removed from room and relocated to another room. No one was injured. There was no change in the device¿s performance before the thermal event. The plug and power cord were damaged from the fire. There were no unintentional openings in the plastic enclosure of the power supply nor exposed wiring. The device was plugged into a receptacle, directly into the ac outlet. There was nothing else plugged into the same receptacle. The device was sent into the manufacture for repair. No further information has been obtained. Per good faith effort (gfe) response, it was confirmed that the device was operating per specifications and no failure was identified. Replaced damaged power cord and completed evaluation of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did meet product specifications. No fault found. The device was not being used for treatment when the reported event occurred.

Event description:
Philips received a complaint on the v60, indicating that the device was plugged into an outlet when it sparked a flame and started a fire in a patient room. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.